Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that when flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve fell into the sheath and became unusable. The sheath was replaced, and the issue resolved. No patient consequences were reported. Device evaluation details: on 1/28/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The sheath was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. The findings were reviewed and determined the finding of the hemostatic valve being dislodged into the hub continues to be deemed an MDR reportable malfunction. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that when flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve fell into the sheath and became unusable. The sheath was replaced, and the issue resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve separation occurred. It was reported that when flushing the carto vizigo¿ 8.5f bi-directional guiding sheath small, the hemostatic valve fell into the sheath and became unusable. The sheath was replaced, and the issue resolved. No patient consequences were reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001317 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Component code of ¿g07002¿ (appropriate term/code not available) was used to represent no findings available (c20) because device not returned. Manufacturer's ref. # (B)(4).